Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.8705 inches.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 437 mg/dl. The customer¿s current blood glucose level was 482 mg/dl. The customer was treated with insulin intravenous drip. Customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.